Event description:
The patient reported that his catheter was dislodged. No patient symptoms were reported. The plan is to replace the catheter. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.